Event description:
It was reported by the customer that it is impossible to dilate before the introduction of the catheter. The dilator opens and "wounds" the tissue and the vein. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.